Manufacturer narrative:
Product ID: 8749, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-dec-10. It was reported that there was a granuloma at the catheter tip, and the granuloma was "adhered to thoracic cord." The catheter and pump were explanted in (B)(6) 2019. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8749, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8749, serial/lot #: (B)(4), ubd: 09-jan-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and spinal pain. It was reported that the patient's pump was removed due to an infection that had been ongoing since (B)(6) 2019. The caller thought there might have been a component abandoned; possibly the catheter as indicated by x-rays taken after the removal. The caller did not know the location of the infection. No further complications were reported.